Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 171 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.